Manufacturer narrative:
The lead was returned with no reported event. Failure event was observed during analysis. As received a complete lead was returned in one piece. Visual examination found two external insulation abrasions exposing the outer coil, one consistent with friction to the device can and the other one consistent with friction to another device or feature or the patient¿s anatomy.

Event description:
This report is to advise of an event observed during analysis.